Event description:
Patient positioned properly in yellofin stirrup by nursing staff prior to starting the case. Towards the end of the case, it was noted that the yellofin malfunctioned and allowed patient's right leg to rotate externally. Patient repositioned two times. Red marks noted in areas of right knee.